Event description:
It was reported that on (B)(6) 2007, the patient underwent a xience v stenting procedure in the right posterior descending artery with one 2.5 x 18 mm stent and in the distal right coronary artery with one 3.0 x 18 mm stent. On (B)(6) 2011, the patient was hospitalized for a fall and clostridium difficile. Upon admission, it was noted that the patient's cardiac troponin I level was elevated. The patient was diagnosed with a non-st elevation myocardial infarction. Treatment included aspirin, lipitor, metoprolol, plavix and oxygen. The patient was discharged from the hospital on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of myocardial infarction is listed in the xience v instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.